Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead dislodged as a result of twiddlers syndrome. The lead was repositioned successfully on (B)(6) 2015. The patient was doing well post procedure.